Event description:
It was reported that the pt had been experiencing symptoms over the past four months due to battery failure in the pump. The pt did not relate the change in therapy to the pump at first because it was a different feeling from the symptoms that led to the pump placement in 2003. The pt has been uncomfortable for some time and the pump was replaced in 2008. It was also reported by the hcp that the pump contained compounded baclofen. Per that reporter; "pump volume eval too much in pump". No pt injury was reported.